Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker triggered elective replacement indicator (eri) a few months ago; however, the patient had had the device check just before and the device showed one year remaining. Additional information indicated that this device was explanted and replaced with a competitor's product and no further information is available.